Manufacturer narrative:
Additional information from the reporter stated that the thermogard (B)(4) was further inspected by the biomed, and the issue was resolved after the fuses were exchanged. The console operated properly without further issue. The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
As reported, the thermogard console (B)(4) was used on a patient for ivtm therapy and was placed on standby after the patient was taken for a procedure / test; however, when the patient was about to resume therapy, the console was unable to power on. Following this, the user inspected the power connection including the power outlet and the power cord, and no issue was observed. Another console was used to complete the treatment. The length of delay was not specified. The reporter was also unable to specify the specific phase in the patient's ivtm therapy when the issue was observed. No known impact or patient consequence was reported.